Event description:
Procedure type: stress urinary incontinence. According to the reporter: it was reported by the pts attorney that as a result of having the product implanted, the pt has experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion. Product was used for therapeutic treatment. Monarc subfascial hammock was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).